Event description:
It was reported that x-rays showed the l3 screws had broken in half inside the vertebral body after pt took a hard fall off a trailer. About (B)(6) later on (B)(6) 2011, the surgeon took this pt back to surgery to proceed with a hard fusion. The upper part of the two broken screws were extracted.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, it is very likely that the pt's fall triggered the breakage of the product. There is so far no indication for a product failure available. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).